Event description:
The customer reported a contained reagent probe b leak on a unicel dxc 600 pro synchron system. The customer stated that the instrument generated "cuvette not dry before first reagent dispense" errors. The customer found fluid in the black drip tray under reagent probe b, in the reagent carousel, and on top of the reagent cartridges. The customer verified the reagent probe fittings and reagent syringe were tight. The customer was wearing a lab coat, gloves, and safety glasses at the time of the leak. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated due to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered the 4-way hamilton valve was not seated properly and also discovered the mechanism that locks the valve in place was not properly attached due to a broken plastic post on the a/b reagent switch assembly. The fse replaced the a/b reagent switch assembly. Beckman coulter (bec) internal identifier for this report is (B)(4).